Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. The ventilator was not in use on a patient therefore there was no patient harm or involvement. As the device is out of warranty, the customer contacted manufacturer's product support (pse) for assistance. The customer reported during testing pressure measured zero, and specification is =/>50cmh2o. During evaluation it was found that the safety valve was not closing without oxygen connected. Pse recommended the customer replace the crossover solenoid to address the reported problem. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.